Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into an alternate power source for at least 30 minutes. Customer confirmed that the pump was able to be successfully charged using an alternate usb port on a computer. The customer¿s blood glucose was 120 (mg/dl). Reportedly the customer had an alternate pump for insulin therapy.